Manufacturer narrative:
Information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastr ointestinal/ pelvic floor. It was reported that  the last couple of days they have been going going going. They wanted to check to see if the amplitude has moved. The patient said they can't hold nothing. Checked patient's current settings and they were  at 1.1 on program 3. They said, it was on 1.3 before. On the call the patient increased the stimulation to 1.3. The patient to monitor their symptoms for a couple days and see if the symptoms improve.